Event description:
The device was used during a lobectomy. Reportedly, staple line was incomplete. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.